Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 15 pro / 2.9.1 / ios_18.6.2.

Event description:
It was reported that pump battery depleted much faster than before, multiple infusion set failures occurred, and insulin did not deliver through tubing. There was no reported impact to the customer¿s blood glucose level. Customer declined technical troubleshooting, continued process for replacement pump through insurance, and no further confirmation of battery issue was obtained by technical support.